Event description:
It was reported that the device broke and a piece came out of the end.

Manufacturer narrative:
The following repair diagnostic codes were identified: out tube damage this does confirm the alleged failure mode of [piece came out of end]. Probable root cause: contact with shaver, rf probe or other instrument the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.